Manufacturer narrative:
This follow-up MDR is created to document the corrected fields a1, d3, and g5

Manufacturer narrative:
A1: patient ID correction. Entered on follow-up 2 as (B)(6) should be (B)(6).

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, additional information received on 0625/2021. (B)(6) 2015 - (B)(6) 2017 - sling mesh erosion; 2x1 cm exposed vaginal mesh in the midline. Recurrent sui. (B)(6) 2018 - urethral pain, pelvic pain, urinary urgency, urinary frequency, recurrent uti, sui, urge incontinence, voiding dysfunction; urethra with thickened posterior scar tissue; palpable erosion of vaginal mesh at 7 o'clock relative to the urethral meatus, surrounded by excess suburethral epithelium surrounding the erosion circumferentially. There were two slings with placement more posteriorly subepithelial with bilateral tension. No other adverse patient effects were reported.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated severe pain with daily activities and intercourse, urinary incontinence, physical deformity, and the loss of ability to perform sexually.